Event description:
I have an inability to detox chemicals very well because of my genetics. I have a whole mouth full of mercury fillings that has been wrecking havoc on my body. I will have to have them removed slowly because I don't have the money to do it quickly. I'm concerned because I don't know if I will ever be able to get it out of my body because it's very difficult if not impossible to do. I'm upset that something so toxic is allowed to be put in people's heads regardless of their ability to handle it. Please do something so others don't have to suffer the way I am.